Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f317 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot f317 for the reported issue shows no trends. Trends were reviewed for complaint categories,pressure dome membrane leak, alarm #1: air detected. No trends were detected for each complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation completed. (B)(4).

Event description:
The customer called to report that during a procedure she noticed blood starting to leak out from underneath the system pressure dome at approximately 280 ml whole blood processed. The customer stated that at the moment of identifying the leak, she received an alarm #1: air detected. From there, the customer stopped the procedure, clamped off the collect and return lines from the patient, and then proceeded to abort the procedure. The leak was said to be "small" and the customer also stated that it had leaked on top as well as around the system pressure transducer and leaked around both the red blood cell pump and collect pump heads. Customer said she uninstalled the system pressure dome to visually examine it, confirmed the membrane was present and intact and could not see any appreciable defect. The customer reported that there were no pin holes, rips/tears, or partial dislodgment of the membrane. Customer mentioned she looked at the collect and return pressure dome membranes and reported they were also intact. Customer said the patient was in stable condition and would not require a medical intervention, saline bolus, or blood transfusions at this time. Customer said she discussed the issues with the treating physician, and afterwards received an order to reattempt the patient's treatment with a new kit on their other cellex instrument. The patient was said to be stable and tolerating this new procedure well. There were no other further issues at this time. Customer said the patient will be discharged to home after the procedure is completed. Customer said she will not be able to return any product.